Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus during a leakage closure procedure for gastro esophagus junction performed on (B)(6) 2024. During the procedure, one of the clips fired accidentally, and the nurse had to use forceps to retrieve the clip after disengaging it and pressing the handle to complete the deployment. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with the anatomical location of the esophagus.